Event description:
The appendix was removed with gia stapler and placed in a endocatch gold bag for retrieval, but as he was trying to remove the bag with the appendix, the bag broke and the surgeon had to use another bag to get the appendix retrieved from the left lower quadrant incision. FDA safety report ID# (B)(4).